Event description:
Dealer called in and wanted to report that when this powered wheelchair goes up a ramp, it veers to the right. The reporter has been called for additional information. It was learned the motor is not tracking correctly. There is no report of an injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg-gt, serial number/date code (B)(4) is approximately 2 years, 1 month old. The owner's manual part number 1143190, rev.k(mar-11)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.